Event description:
Medwatch 5183435. A customer reported: "I received my product (medihoney gel wound) on 2025. I started applying the product on my toe on 2025, and on 2026, my toe became infected. I went to my primary care physician and podiatrist to look at the infection. I was prescribed antibiotics. The infection continued and on 2026 my toe was amputated. I was hospitalized a week. I was treated for the amputation and also a bacteria in my blood. Now, I am at home with a portable IV that will administer antibiotics for 2 weeks."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.